Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a prior bladder stimulator that quit working about five or 6 years prior to report. She was not sure of the exact time. No further information was provided about this event. Follow up is being conducted to obtain information about symptoms related to the issue, troubleshooting performed and actions taken to resolve the issue. If additional information is received, a follow up report will be sent.